Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on 22-sep-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female patient (age nos) who received poly-l-lactic acid (sculptra) therapy from a new batch (number nos) approximately 4 weeks prior to this report. No additional treatment details were reported. Relevant medical history includes previous treatment with poly-l-lactic acid without any problems. Concomitant medication information was not mentioned. On an unknown date, the patient developed lumps on her face with this new batch of poly-l-lactic acid. Action taken/corrective treatment/outcome - unknown. (B)(4). Physician/reporter causality: not provided.